Event description:
The customer contact reported that solution from the secondary line backflowed into the primary line. At an unspecified time, line a of the pump was programmed to deliver an unspecified solution at a rate of 100 ml/hr. Line b was programmed in the concurrent mode to deliver pantaloc 80 mg/100 ml, at a rate of 10 ml/hr, for a duration of 10 hrs and the delivery was started. It was reported that 5.5 hrs after the initiation of the delivery, the pantaloc solution container was empty. The customer contact reported, "there was a backflow in the chamber of main IV." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.